Event description:
The dental implant fx3410mlc was removed on (B)(6) 2020 due to loss of osseointegration 9 years and 9 months after implantation. The patient has history of hypertension. The doctor noted periodontal disease during explantation. The patient has recovered without complications.